Event description:
A malfunction was reported with code malf 13, occurring without any notable events beforehand. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a pump replacement, and the customer will use multiple daily injections as a backup therapy.